Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nurse and scrubtech opened 2 of these products in standard sterile fashion. However the inner seal tore and would not allow for a sterile transfer of implant to field.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned packaging confirmed the reported tear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.